Event description:
The customer reported that she was hospitalized for high blood glucose levels, and her hcp felt that the insulin pump malfunctioned. The customer stated that she stopped eating, but her blood glucose levels continued to elevate. The customer also stated that the insulin pump gave several motor error alarms, and that some pieces of the casing are missing around the battery compartment. While offering to troubleshoot the insulin pump, the call was disconnected. The reported blood glucose reading at the time of the call was 189 mg/dl.

Manufacturer narrative:
The insulin pump was received with motor error alarms during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion and excessive no delivery tests due to prime anomaly. The insulin pump passed the displacement test. The insulin pump had cracked battery tube threads and a missing end cap sticker.